Manufacturer narrative:
Additional information has been requested and is currently not available. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The manufacturer did not receive x-rays, or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The actual device reported is not marketed in USA, but devices with similar characteristics (i.e alloclassic offset stem, ref#(B)(4)) are marketed in USA, and therefore this report was filed.

Event description:
The stem pyramid was implanted in the year 2000 (as exact implantation date is unknown the last day of the year reported is taken in this report). On (B)(6) 2018 the patient was revised due to breakage of the neck of the stem.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: stem fracture. Event description: the received pyramid stem was removed due to a fracture at the neck after approximately 17 years in vivo. Neither surgical notes nor xrays are at hand. Review of received data: review of available information. Neither surgical notes nor x-rays are at hand. Only the incident report from the ministry of health was received for review. The report was received in italian. The investigator is not familiar with the italian language. Google translator was used for the translation of the documents received. It is reported that the prosthesis was removed due to a fracture at the neck. The stem neck was removed with the attached head and then proceeded with the removal of the stem and the implantation of a wagner revision stem. The incident report did not include any additional information relevant to the case that is not already stated on the front page of this report. Manufacturing records: internal review of the manufacturing records of the received components showed that the stem was released on 15 october 1999. The head was manufactured in november 2006 which is approximately 6 years after the reported implantation date. Device analysis: visual examination. The pyramid stem is fractured at the distal end of the stem neck approximately at the level of the stem shoulder. The versys head is firmly fixed on the proximal fracture part. In the anchoring area of the pyramid stem bone attachments and damage (e.g. Scratches and instrument marks) most likely from the revision surgery are visible on all sides. The proximal fracture surface is partially intact with a polished area covering approximately 50% of the surface and some isolated scratches. The edge of the surface seems to be slightly worn and / or dented. Under certain light conditions some surface structures that point to a fatigue fracture can be observed . The distal fracture surface shows several slight and coarse scratches and its edge is partially worn and damaged. On both fracture surfaces the origin of the fracture can be observed on the superior / lateral side of the stem neck at the transition radius to the stem shoulder. The versys head exhibits numerous fine and coarse scratches as well as indents on the articulation surface that probably derived from the revision surgery. Additionally, some milky appearing areas can be seen on the head surface. The stem's proximal fracture part exhibits a notch on the anterior/posterior side of the neck which is approximately 10 x 2 mm in size. At the fracture origin on both fracture parts a small nick can be observed but it is more pronounced on the proximal side. On the proximal fracture part some discolored spots can be seen on the opposite side of the notch. Closer inspection of the distal fracture part in the area of the fracture origin with a low power microscope (leica mz16 a, eq-ID wnt-03-rsr-540-151663) revealed discolored spots close to and at the fracture origin. These discolored spots could indicate electrocautery damage. Scanning electron microscope (sem): the proximal fracture surface was further investigated using a scanning electron microscope (sem type jeol jsm-6610, eq-ID wnt-03- rsr-541-151103). Due to the size of the stem and the position of the fracture it was not possible to further investigate the distal fracture surface. Most of the fracture surface is worn. A remaining original fracture structure could only be observed in a few areas. Areas located approximately in the middle of the fracture surface show a fatigue structure including typical secondary cracks. Towards the end of the fracture surface a dimple structure is visible which is typical for the residual fracture . As far as visible no defects that could have triggered or favored the fracture could be found on the fracture surface. The fracture origin is completely worn . On the adjacent lateral surface damage to the surface can be observed including a parallel pattern. The latter runs to or from the fracture origin. Investigation of impingement situation: the notch observed on the stem neck could indicate an impingement between the stem and another implanted component. Therefore this situation was further analyzed. One of the factors for the location of an impingement is the head's diameter. Therefore the head on the image was overlaid with a circle to estimate the range of location for the impingement. Where the circle meets the stem neck indicates the possible position for an impingement. The latter and the position of the observed notch differ. This approximation is only reliable if the entrance plane of the insert is at the same height or below the center of rotation. Further, according to the zimmer biomet ¿product compatibility" site versys heads can only be combined with polyethylene inserts . ¿neck impingement in a soft-on-hard bearing against a polyethylene insert is more forgiving with respect to potential damage to the stem or acetabular component.¿ based on the appearance of the notch it is therefore unlikely in this case. Based on the analysis of the impingement situation it is assumed that the impingement cannot result from the received stem / headcombination and an approved head / insert combination. Conclusion: the received pyramid stem was removed due to a fracture at the neck after approximately 17 years in vivo. Neither surgical notes nor xrays are at hand. Only the incident report from the ministry of health was received for review. The information provided is rather limited and did not include details that might have been relevant to the sequence of events leading to revision surgery. Further, without a patient consent only non-destructive methods can be used which limited the investigation outcome. The notch observed on the stem neck indicates an impingement between the stem and another implanted component. The manufacturing records and the further investigation concerning the impingement location point to a revision surgery during the pyramid stem's time in vivo in which the versys head had been implanted. According to the manufacturing records the revision surgery could only have taken place sometimes after (B)(6) 2006. The previous combination led to an impingement between the stem neck and the insert¿s rim. The impingement situation could have triggered the head to subluxate / dislocate which could have led to a revision surgery. However with the available information at hand this remains an assumption. The stem shows a fatigue fracture at the neck starting from superior / lateral. The proximal fracture surface was further investigated using a sem. That the nick observed at the fracture origin could have triggered or favored the fracture could not be further investigated as the area of the fracture origin is completely worn. Some surface damage with a parallel pattern was observed during the sem investigation next to the origin on the adjacent lateral surface. The parallel pattern seems to run to or from the fracture origin. It is possible that this surface damage derived from an instrument. Closer inspection of the distal fracture part in the area of the fracture origin revealed possible electrocautery damage close and at the fracture origin. Surface damage from an instrument and electrocautery damage can occur during a surgery. It remains unknown if these occurred before the fracture for example during the implantation surgery of the stem and / or the head or after the fracture when the received components were removed. Based on the performed investigations the reason for the fatigue fracture of the stem neck remains unknown. If or to which extent the electrocautery damage, the observed nick and the surface damage could have influenced the sequence of events cannot be assessed. Whether there were other influencing factors that may have resulted from the medical history or the patient behavior cannot be said. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).